Event description:
It was reported that the customer experienced a "high" blood glucose level. The cause of the high bg was unknown, and a specific bg value was not provided. A manual insulin injection was administered to address the high bg. Tandem clinical support performed a pump system check and verified the pump functioned as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.